Manufacturer narrative:
Voluntary medwatch form #: mw5066840. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cadd® administration set was in use with a home care patient for infusion of antibiotics (cefazolin). According to the reporter, the total volume to be infused was 300 ml. According to the reporter, near the end of scheduled infusion (pump reservoir volume listed that 12.2 ml remained), the user checked the attached IV bag and 105 ml remained in the bag. It was unclear what the impact to the patient was. See MFR: 3012307300-2017-00527.